Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received six appropriate treatments and two inappropriate treatments. The device was started up at 05:03:04 on (B)(6) 2025. At 09:55:03, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvc¿s. The rhythm then degraded to vt @ 180 bpm. Between 09:57:07 and 09:57:33, the patient received two appropriate treatments. Rhythm at time of treatment was vt @ 170 bpm. Post shock rhythm was vt @ 170 bpm. At 09:57:55, the patient received the first inappropriate treatment. Self-converting vt contributed to the false detection. The rhythm at the time of treatment was vt @ 170 bpm self-converting to sinus bradycardia @ 40 bpm. Post shock rhythm was sinus bradycardia @ 40 bpm. At 10:01:01, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 10:01:33, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 260 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm. At 10:02:04, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. Post shock rhythm was vt @ 170 bpm with motion artifact. At 10:02:33, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vt @ 160 bpm. Post shock rhythm was vt @ 160 bpm. At 10:03:05, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vt @ 160 bpm. Post shock rhythm was vt @ 170 bpm with motion artifact. At 10:03:35, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vt @ 160 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm with hb and motion artifact. The electrode belt was disconnected at 10:12:18 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.